Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s battery hadn¿t worked in four years. They stated that the patient¿s programmer wouldn¿t talk to the implant. The caller was not sure if the implant battery depleted. The patient needed an MRI of their shoulder. No symptoms were reported.